Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that her receiver displayed an hardware error on (B)(6) 2014. Dexcom technical support had the patient perform a paper clip reset and it was successful. The patient did not report any injury or medical intervention.